Event description:
It was reported the arrow raulerson syringe (ars) was leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars), an introducer needle, and a lidstock for analysis. No clear signs of use in the form of biological material were observed on the ars. Initial visual examination of the ars did not reveal any anomalies or defects. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection of the handle revealed that the proximal valve (valve closer to the plunger) contained a hole in the middle of the valve opening. Minor damage was also observed on the distal bi-valve. The returned sample was functionally tested using a lab inventory introducer needle in accordance with the instructions for use provided with this kit which states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was able to draw and aspirate water with and without the introducer needle attached. The module requirement document for raulerson syringes ((B)(4)) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of an ars leak was confirmed through complaint investigation. After failing the vacuum pull test , the ars handle was opened to observe the internal bi-valves. Visual analysis revealed that the proximal bivalve contained a hole in the center of the valve opening. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A CAPA was implemented on 24-june-2022 to address the issue of damage to the ars bi-valves. This implementation date occurred after the manufacturing date of the ars involved with this complaint (22-june-2021). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.